Event description:
A surgeon reports that following intraocular lens (iol) implantation, the iol moved out of the capsular bag and into the sulcus resulting in inflammation. The patient is being treated with topical corticosteroids and still exhibits low grade flare and cells in the anterior chamber. The lens remains in the sulcus and the surgeon does not feel the iol malfunctioned.